Event description:
Variable angle screws implanted on the cervical spine of the patient were noted asbacking out. Accs plate and the screws were removed.

Event description:
Pt suffered a spinal cord injury after a fall. He had pre-existing spinal stenosis which predisposed him to this injury. Pt underwent 2 level anterior cervical diskectomy and fusion at c3-c4, c4-c5 using peek acf packed with chronos. Post-operative x-ray showed satisfactory placement of construct. Follow-up x-ray showed inferior c5 screws backing out. Pt underwent revision procedure to remove construct and place new plate and screws.